Event description:
The dealer states that the unit was giving low o2 warning. The dealer has replaced the sieve beds, and the 4 way valve and the p.e. Valve but still getting the low o2 alarm. The dealer has not been checked for leaks yet. No further information is available.